Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested on the meter resulting as 2.2 inr or 2.3 inr. The customer could not provide the specific value. The result was within the therapeutic range of the patient, but the customer stated that they were targeting an inr of 2.5 inr and were increasing the patient's coumadin medication until reaching that value. At 5:34 a.m. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 1.9 inr. No treatment was provided to the patient based on this value. The 1.9 inr value was reported to a physician who suspected it was not correct since they had been increasing the coumadin dosage of the patient. Within seven hours of the 1.9 inr meter measurement, a venous sample was collected from the patient and tested with an unknown laboratory method, resulting as 10 inr. The customer was did not know the specific inr value obtained with the laboratory method, but confirmed it was 10 inr. Once the 10 inr value was reported, the customer gave the patient an unknown amount of vitamin k orally. The patient's coumadin medication was stopped and the patient was monitored. The patient did not have symptoms of high inr. The patient was tested with the laboratory method on (B)(6) 2017 and the result was approximately 4 inr. The customer could not remember the specific value. The patient's coumadin medication was continued to be held until the patient's inr was within his therapeutic range. The patient was re-tested using the laboratory method on days following (B)(6) 2017 and inr values were within the patient's therapeutic range. The customer could not recall these specific values. The patient was then discharged and had no symptoms. The patient's current condition is stable. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient was tested daily while at the customer facility. The patient was not believed to be anemic, polycythemic, or have antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient has had no other known medication changes, no illnesses, and no dietary changes. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 235609-12). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned meter and strips were tested with retention quality controls. Qc #1: 2.4 inr. Qc #2: 2.4 inr. The obtained quality control values were in the allowed range of the used combination returned strip lot - qc lot. (1.9-2.9 inr). All measurements were without error messages. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.